Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During the procedure, the suture button reportedly became unseated and retracted into the tunnel while the device sutures were being tightened. A new device was utilized to complete the procedure with a minimal delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the suture and pull strand have been cut. The button was returned still attached to part of the cut suture. The event is confirmed in that the button was returned and therefore, not retained/fixed in the patient. Dimensional analysis was conducted on the button to confirm conformity, and the button was deemed to be conforming to print specifications where measured. It is likely that the event occurred due to the button not being fully seated prior to tensioning; however, this cannot be confirmed as it is stated the correct surgical technique was utilized. No problems could be found with the returned device. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the procedure, the suture button reportedly became unseated and retracted into the tunnel while the device sutures were being tightened. A new device was utilized and a new hole was drilled to complete the procedure with a minimal delay.